Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was occurred. The target lesion was in the heavily calcified right coronary artery (rca). The lesion was not predilated. The physician attempted to place a 4.00 x 32 mm taxus liberte drug eluting stent but the stent would not cross, consequently, the stent was never deployed. Upon removal of the stent it was seen the stent was bent. It is unk how the procedure was completed. No pt complications were reported. The pt status is reported as "stable".